Manufacturer narrative:
The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 2 patients from a coaguchek xs meter. Of the data provided, there were discrepant inr results for 1 patient compared to the laboratory result. The coaguchek xs meter serial number was not provided. The result from the meter was 3.4 inr and the result from the laboratory was 2.4 inr. There was no allegation of an adverse event.